Event description:
It was reported that impedance readings were >10,000 ohms on all combinations with #7. All other combinations were in the normal range. Additional info has been requested. A follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.